Event description:
It was reported that the bd needle precisionglide 18x1-1/2in had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: needle presented a foreign body at the tip of the needle, with no evidence of breakage in the packaging. Foreign body identified on opening the packaging. Additional information received on august 15, 2024: date of event occurrence? 06/16/2024. Was there notification to anvisa? If yes, what is the notification number? Yes, 2024.06.002827, contaminated sample, if yes, inform the substance: we were unable to identify which substance.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One needle sample and two photos received for investigation. Through visual inspection, foreign matter is observed attached to the hub of needle. Foreign substance is identified as plastic fragments. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a grid pin that is used to assemble the needle. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.